Event description:
It was reported that the 9800 system displayed a precharger voltage error message during bootup. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to adjust the output of the battery charger. Output of the battery charger adjusted. The system was tested and found to be working as intended and placed back into service.